Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first 6 rows distorted and stretched distally from the stent profile. No damage was noted on the proximal side of the stent. The crimped stent outer diameter (od) on the undamaged proximal side was measured which the result is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several outer extrusion and inner lumen kinks along the length of the shaft. It was also noted that the midshaft was kinked at the port entry site. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-dec-2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely calcified left circumflex (lcx) artery. Predilation was performed with a 1.2x10mm non-bsc balloon catheter. A 2.25x24mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.